Event description:
It was reported that the patient had a burn from the grounding pad which was placed on the left posterior thigh. It was noted that there were hairs present at the patients posterior thigh.